Manufacturer narrative:
Tw# (B)(4). Corrected sec- h6- clinical code changed to 4582; problem code changed to 2338.

Event description:
The hospital reported vasoview hemopro 2 withdrawal cannula leaking, no stable pressure buildup possible; no pressure could be built up in the preparation canal, cuff tight, forceps closed. This is already the case when using the preparation trocar, but increases after inserting the working trocar with forceps and c-arm. Co2 flow increased, cuff checked, forceps position checked, co2 line checked, gas cylinder checked were the measures taken. There was a procedural delay. Follow up included normal wound control, wound free of irritation. The patient did not bleed more than intended. An open saphenectomy with opening of the thigh on the right was required when the patient had to be converted to open vein harvesting to complete the procedure. No transfusions were necessary due to the open saphenectomy. No transfusions were necessary due to the open saphenectomy. The patient outcome was good result, no wound healing disorders, no hematoma.

Event description:
The hospital reported vasoview hemopro 2 withdrawal cannula leaking, no stable pressure buildup possible; no pressure could be built up in the preparation canal, cuff tight, forceps closed. This is already the case when using the preparation trocar, but increases after inserting the working trocar with forceps and c-arm. C02 flow increased, cuff checked, forceps position checked, co2 line checked, gas cylinder checked were the measures taken. The co2 flow rate were 3-5 l/min and pressure settings were pressure max. 12 mm/hg. There was a procedural delay. Follow up included normal wound control, wound free of irritation. The patient did not bleed more than intended. An open saphenectomy with opening of the thigh on the right was required when the patient had to be converted to open vein harvesting to complete the procedure. No transfusions were necessary due to the open saphenectomy. No transfusions were necessary due to the open saphenectomy. The patient outcome was good result, no wound healing disorders, no hematoma.

Manufacturer narrative:
Trackwise#: (B)(4). The lot # 3000284250 history record review was completed. There were two (02) ncmrs , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text : device not returned.

Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported vasoview hemopro 2 withdrawal cannula leaking, no stable pressure buildup possible; no pressure could be built up in the preparation canal, cuff tight, forceps closed. This is already the case when using the preparation trocar, but increases after inserting the working trocar with forceps and c-arm. C02 flow increased, cuff checked, forceps position checked, co2 line checked, gas cylinder checked were the measures taken. There a procedural delay. Follow up included normal wound control, wound free of irritation. The patient had to be converted to open vein harvesting to complete the procedure.